Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip blade broke during a therapeutic trans cervical resection in saline. It fell off into the patient's uterus and was recovered with forceps. There was a 10 to 20 minutes procedure delay due to the recovery of the fallen off part. The procedure was completed with a similar device. There was no harm to the patient reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: d8, h2, h3, h6, h11, corrections to h6. The device was returned to olympus for inspection and the complaint was confirmed. A definitive root cause could not be identified and the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.